Manufacturer narrative:
The user reported differences between sg and bg readings. The user also had reported an infection at the insertion site, which was addressed in a separate complaint (MFR# 3009862700-2026-01707). Customer care attempted to contact the user; however, the user remained unresponsive to multiple communication attempts. Dms data showed sg unstable and showed no usage of the system since (B)(6) 2026. No further follow up or investigation of the user's concern was possible.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.